Event description:
It was reported that during a mitral valve repair, the clinician could not pass the balloon through the hemostatic valve. The valve was open. The clinician inserted a hemostat through the valve to increase the opening and then was able to pass the balloon. The case was successfully completed. There was no adverse pt consequence.